Manufacturer narrative:
A provider reported that a patient received coolsculpting treatment to the abdomen and presented with possible hernia. Provider later emailed and stated he would no longer like to proceed with an investigation. Per msa review, unspecified abdominal area, possible hernia was reported by a provider. Undetermined if medical device related.

Event description:
A provider reported that a patient received coolsculpting treatment to the abdomen and presented with possible hernia. Provider later emailed and stated he would no longer like to proceed with an investigation.